Event description:
A talent abdominal stent graft system was implanted for an abdominal aortic aneurysm and a talent thoracic stent graft system was implanted for the treatment of a descending thoracic aneurysm. The information was received under physician sponsored ide # (B)(4). A post procedure aortogram did not demonstrate any endoleaks or areas of device disruption. The patient continued to have follow-up cts performed, however the last CT was non-contrast due to an elevated creatinine level. It was reported that the patient had expired, the death certificate stated the cause of death as hemorrhagic shock, ruptured thoracic aneurysm and thoracic/abdominal aortic aneurysm. No additional information is available.

Manufacturer narrative:
(B)(4). Results: death, rupture. No further information available. Conclusion: no further information available.